Manufacturer narrative:
The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that an unspecified number of capd disconnect y-sets leaked; further described, ¿solution leaked onto the floor and there were holes at the interface where the tubing was adhered to the bag". This occurred during drain phase of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.